Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient reported shocking, painful stimulation, and not able to turn the device off with the patient programmer (pp) and recharger (insr). The rep check the pp and confirmed that the antenna was securely attached. The rep also checked the insr and reset the device just to be sure. The rep also interrogated the ins with the 8840. All three devices confirmed that stimulation is off, but the patient reported that it was on at level 10.5. The patient also saw a doctor that day and are adjusting oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.